Manufacturer narrative:
The alleged complaint could not be confirmed. Review of the complaint does not reveal any evidence of failure involving these implants. Mpo was made aware of this incident through the united kingdom national joint registry. The revised products were not returned, and no explant images, radiographs, operative notes, or other clinically relevant documentation is available to confirm this occurrence or source of instability. These implants were implanted in a 57 yo male patient for approximately 19 months before revision due to instability was required. These lots were manufactured in 2022 (kpontp35) and 2023 (efsrn5pr, eis5s12r, etpkn5sr). Review of the design history records (DHR)s for the subject manufacturing lots indicate that these implants were manufactured to specification. There are reported trends for efsrn5pr, eis5s12r, and etpkn5sr, however, a review of the received complaints reveals that many were received through national registries which are typically submitted in large groups collected over time. No clinical documentation is available to confirm the implant instability. No operative notes or other clinically relevant documentation have been provided to confirm this complaint. The cause of the instability cannot be determined from the available information. The microport knee systems package insert (150806) lists " dislocation, migration and/or subluxation of prosthetic components from improper positioning, trauma, loss of fixation and/or muscle and fibrous tissue laxity; " as possible adverse effects of total knee arthroplasty. Without additional details regarding these specific cases and the products involved, no additional conclusions can be made. This issue will continue to be monitored through complaint tracking. Methods: device not returned (4114). Trend analysis (4110). Analysis of production records (3331). Results: no findings available (3221). Conclusions: device met specification. Device was used for treatment. Cause not established (4315). Known inherent risk of device (22). Correct type of reportable event: serious injury.

Event description:
Allegedly, patient was revised due to instability. Srnjr number: (B)(4), side: r, gender: m.